Event description:
(B)(6) medical center had a 3222, fenestrated grasper break when in use during a procedure. Part of the grasper wings broke apart and fell into the patients abdomen. The broken portion had to be searched for and retrieved. All broken portions were reported as retrieved.

Manufacturer narrative:
At this time, msi is waiting for device to be returned so an investigation can be conducted. Once the device is back and the results of the investigation are available, a final adverse event report will be submitted.